Event description:
Post dilation of a sapien xt valve, a large effusion had formed. A sternotomy was performed, the sapien xt was removed and a surgical valve was placed. Initially, balloon aortic valvuloplasty (bav) was performed with the edwards' 23 x 4 balloon utilizing rvp and held respirations. Two inflations were performed due to malpositioning of the balloon during the first inflation and lack of adequate bav. There was no noted change in a baseline effusion at this time and mild paravalvular leak (pvl) was noted via procedural tee. A novaflex delivery system with a 26mm sapien xt was introduced and positioned 50:50 across the native valve. The device was prepped at nominal 22cc's. The valve was deployed utilizing held respirations and rvp. The devices were withdrawn from the annulus and tee assessment was performed. The patient recovered from rvp and valve deployment and was stable with a bp of 120/65mmhg. Upon tee assessment it was noted that there were two jets of mild-moderate pvl. The decision was made to post dilate the valve with an additional 1cc to the delivery catheter. However, the patient¿s blood pressure began to drop and tee noted that a large effusion had formed. The sub-xyphoid area of the chest was accessed and a pericardial tap was performed. Once 120 cc's of frank red blood had been removed the patient stabilized. The effusion would quickly reform and the blood continued to be removed from the heart and returned to the patient via the left venous sheath. The patient remained hemodynamically stable as long as the effusion was drained. The cts performed a full sternotomy and extracted the sapien valve, noting that on the non-coronary cusp side of the aorta was a perforation. He noted that the calcium in the non-coronary cusp pushed out of the aorta. The sapien was removed, her native valve excised and a trifecta valve was placed. The patient was stable and recovering in the sicu as of latest update. It was evident once the sternotomy was performed that there was root disruption at the level of the non-coronary cusp leaflet and the native leaflets were intensely calcified. The patient had severe native annular calcification, bulky native leaflet calcification, with the native annulus measured 28.7x23mm. There was noted a small hypertrophic lv cavity and baseline effusion via procedural tee. It was also noted that the valve appeared to be bi-cuspid.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, calcium from the non-coronary cusp pushed out of the aorta, causing a perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.